Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204/abnormal shutdowns) was confirmed. As received, the monitor was unable to communicate with an electrode belt. Upon evaluation, the y402 crystal oscillator was defective. The cause of the code 204 and abnormal shutdowns is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged y402 component. The root cause of the damaged y402 component cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was experiencing abnormal shutdowns and a service code 204 (monitor unusable).